Event description:
Additional information received reported that the patient had a baseline history of urinary urge incontinence. The cause of the uti was unknown but it was reported to be related to the patient's underlying urinary dysfunction. It was reported that it was unlikely related to the device or therapy. There was no mention of explant but was implanted on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) in a clinical study reported a urinary tract infection (uti). Interventions included medical or non-surgical therapy on (B)(6) 2016 and lab testing on (B)(6) 2016. It was reported that it was unlikely related to the device or therapy and not related to the implant procedure. There was a report of urinary frequency and the patient was concerned they may have a urinary tract infection. It was reported that the issue was resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.